Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) lead impedances were rising above 2500 ohms. Also, there was no oversensing observed but the thresholds of both leads were rising as well. The rv and lv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the left ventricular (lv) lead pacing impedance was high and out of range. There was a patient alert for lv pace lead impedance greater than 2500 ohms on (B)(6) 2012. Weekly pace lead impedance log data shows an increase for min and max lv pace equal to 640 to 8816 ohms peak between (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6944 implantable defibrillation lead - (B)(6) 2007. (B)(4).